Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/10/2016 with the following findings: black box shows evidence of eaw (B)(4) alarms along with unexplained "por" events on (B)(6) 2016. The pump powers with returned battery cap. Battery cap is unable to fully tighten. Battery compartment cracks observed from thread area to case seal and below grip pad. Current draws within specifications. Alarm was not duplicated during investigation. Removed pump case and disassembled pump. Inspected motor circuit including 5 volt motor regulator u12, no evidence of moisture or intermittent contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).